Event description:
Lap. Cholecystectomy: "the clips are not closing or/ and drop out of the device. The o.r. Team need a longer op time for searching the loosing clips!!". Patient status: well.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.